Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. Lot#: 1160764. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy "surgeon loaded clip into jaws after placing it through trocar and before placing it on duct. While placing the clip on duct the clip fell out of the jaws on the clip applier. Multiple other clips were placed and/or discarded. While placing last clip a metal piece protruded out under the jaws and no clip was present. Surgeon stopped using clip applier."